Event description:
Procedure type: lavh. According to the reporter: while inserting, tip of device broke. Opened a new one to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended. Our sales rep confirmed white fin on the tip of inner cylinder was bent and blue part was broken.

Manufacturer narrative:
(B)(4).